Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released for according to the product¿s acceptance criteria. During technical on site visit the field service engineer (fse) replaced optics and performed sir (service installation record); system meets specifications. The root cause for the reported issue is wear of optics. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported secondary energy too high during surgery, needed new optics.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).